Manufacturer narrative:
The hardware investigation of the returned positioning sensor unit (psu) found that the reported event was related to an electrical issue. The returned psu powered up without the fault light lit. A check of the event log revealed a history of intermittent hardware fault. The illuminator current has been moving in and out of range. The psu also did not pass an accuracy assessment kit (aak). The reported event was confirmed. This issue was documented in a medtronic navigation hardware anomaly tracking database.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Device manufacturing date is unavailable. A medtronic representative opted to replace the camera and performed a navigation system check-out, all areas passed after the camera was replaced. No parts have been received by the manufacturer for analysis.

Event description:
A medtronic representative reported that during preventative maintenance testing of the navigation system, the camera was found to have illuminator current lower than recommended operating current. The medtronic representative reported the navigation system was still functional despite the illuminator current. There was no patient present when this issue was identified.

Manufacturer narrative:
The suspect positioning sensor unit (psu) was shipped to the vendor for analysis. The vendor found that the unit possessed a faulty left illuminator board which required replacement.